Event description:
During a remote follow-up, incorrect measurements were noted on the electromyography. Technical support was contacted, however, could not provide further explanation for the event. The patient was stable and will continue to be monitored.